Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site's system is unplugged, the system powers down immediately. This was reported outside of a clinical environment.